Manufacturer narrative:
The device was evaluated. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, it was observed that the number key "7" intermittently sticks; when pressed twice, the pump only beeped once. The cause was identified to be a defective keypad. The front door cover requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, it was observed that the number key "7" intermittently sticks; when pressed twice, the pump only beeped once. No additional information is available.